Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the access 2 instrument for one patient. A patient sample was tested for accu tni and a result of 25.80 ng/ml was obtained. The result was reported out of the lab and questioned, as it did not match patient's clinical picture. The original sample was re-tested and an accu tni result was 0.02ng/ml. It is unknown if patient treatment was affected as a result of this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin tube with gel. Qc was reported to be within expected range the day of the event. System checks performed on (B) (6) 2008 and on (B) (6) 2008, passed within specifications. Customer did report that the event log shows an ultrasonic surface detection error on (B) (6) 2008 at 19:04. A field service engineer (fse) was dispatched on (B) (6) 2008: the fse performed hardware verification testing and all portions met published performance standards. The fse performed a preventive maintenance (pm) to the instrument. The fse verified the repair, per established procedures and results met published performance specifications. A clear root cause for this event is unknown at this time. A malfunction will be assumed for the purpose of this report. (B) (4).